Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that was replaced. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, h6(health clinical and impact codes).

Event description:
It was reported that during routine start up, the cardiosave intra-aortic balloon pump (iabp) has a battery that was replaced. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Replaced the batteries as due for replacement. The iabp unit was tested and found to be working ok. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.